Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited diaphragmatic noise signals. The device presented oversensing and pacing inhibition with asystole of one second. The noise deteriorated into myopotential noise also oversensed. A possible lead chatter is suspected. Patient is not device dependent.